Event description:
It was reported that the patient had multiple episodes of ventricular tachycardia (vt)/ventricular fibrillation (vf) storm and charge circuit time out occurred. The device was removed and a new device was replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that the patient had multiple episodes of ventricular tachycardia (vt)/ventricular fibrillation (vf) storm and charge circuit time out. The patient was hospitalized due to unstable rhythm. The device was explanted and a new device was implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.